Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed both the infusion set and cartridge and resumed insulin therapy.